Event description:
End user reports "there is a defect/ quality issue with the paper tearing unevenly when he opens it due to glue being too strong on the packaging". He states he has been using this catheter without this concern for the past year since his last reported complaint but now but he has noticed there is an issue now again in his latest batch of catheters with how they tear open. He said it is like the glue is too strong and they tear unevenly at the top and unevenly past the self adhesive on the back." They are not peeling back all in one piece like he was used to. He said this is hard then he cannot use the self adhesive part to stick to the wall. Another concern is when he removes the catheter he has to avoid keeping it from becoming contaminated by touching it to the uneven part torn of outer packaging that can get in the way when removing it. He said in the 2 boxes he has used so far (he said he used "about a box and a half" of this lot) every single one is exhibiting this issue. No harm reported from using them so far but said it is a "little more frustrating trying to open this packaging" with the defect he is reporting. Again, he feels like the "glue is stronger than the paper" and that is what could be causing this. He has not noticed anything visually different about the paper.

Manufacturer narrative:
A2: 65 years old. A3a: male. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
No picture or samples were provided. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1713714 and manufacturing lot # 3b01144 in c2 on packaging machine p020 in amount (B)(4) pcs. The product was packed according to the instruction for packing g905704 ver 24.0 pracovná in¿trukcia pre balenie gentlecath glide katétrov na p009/p006/p020. According to g905704 ver 24.0 within in-process the peeltest is carried out. 5..11.3 peelpack must not be sealed so strong that paper residues remained on the foil or paper tears. Seal should be enough strong to keep paper and foil together without any irregularities. Test results are recorded in form 1, g 906996 ver1.0. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. Query was run on no other complaint has been received on the bach. This issue will be monitored through the post market product monitoring review process, sop-000741. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.